Manufacturer narrative:
There are no indications of any system or component failure or malfunction. Assessment of the implanted device found that the placement of the ipg in an unstable location was a direct contributing factor for the component instability and migration.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The system was placed in the lower back area with the leads targeting the cluneal nerve. On (B)(6) 2026, the patient was seen in the clinic for reprogramming and during the visit the patient reported some issues with maintaining consistent connectivity between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting steps were performed, including reprogramming, adjusting system settings, replacing external devices, and adjusting position of external devices; however, the issue persisted. Further assessment determined that the ipg had been placed within a skin fold, causing the device to be unstable and migrate beyond the recommended depth for optimal connectivity. On (B)(6) 2026, a surgical revision was performed to move the ipg to a new pocket location that was more superficial and in a more flat location. During the procedure the ipg sustained some handling damage and required replacement. The originally implanted leads were not moved and remain implanted and in use.